Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regp0811 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter shows leakage in the luer lock connection region. The connector has already been replaced and the leak persists.

Event description:
It was reported the catheter shows leakage in the luer lock connection region. The connector has already been replaced and the leak persists.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak from the purple luer adaptor was confirmed and is likely related to the manufacturing process. A video of the implicated d/l powerpicc catheter was returned for evaluation. A needleless injection cap and luer-lock syringe containing a clear liquid were attached to the purple luer. As the syringe plunger was advanced, a leak was observed seeping from the connection between the catheter¿s purple luer adaptor and the needleless injection cap. The characteristics of the leak in the provided video were similar to a previously identified luer molding defect which could result in inadequate sealing of the luer adaptor with an interfacing device. Bd is working closely with manufacturing to prevent recurrence of the reported event.

Event description:
Catheter shows leakage in the luer lock connection region. The connector has already been replaced and the leak persists. On 02/09/2023: add info received. It was reported the PICC line was not replaced, was used until device exchange schedule. Leak was on the catheter lumen.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.